Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) was triggered on both the right atrial (ra) lead and right ventricular (rv) lead, at different times with this pacemaker. The lss was triggered as a result of pacing impedances measuring greater than 2000 ohms. The lss automatically switched the leads to unipolar sensing which resulted in oversensing myopotential noise. It was noted that the minute ventilation feature had always been programmed off. The noise was reproduced in clinic, while in unipolar configuration. The device was then programmed to a unipolar pacing and bipolar sensing configuration. The hcp could still get some fine myopotentials on both leads and some oversensing on the atrial channel. Impedances were normal, when the noise was present. The patient was later complaining of palpitations and a stored atrial episode was observed, of myopotentials being oversensed. Technical services discussed possible causes and some potential solutions; further troubleshooting is not known at this time. The patient is not pacemaker dependent and does not have a history of atrial fibrillation. No adverse patient effects were reported.

Event description:
Additional information indicated that normal measurements have been observed after programming was updated. The patient was to have a chest x-ray and continue to be monitored via the home communicator. Next follow up appointment is schedule for 2019. No adverse patient effects were reported.